Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the set was cut from various positions. The reported condition was verified. The reported issue may have originated after the pouch sealing process, during the cutting process of the pouches. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set was found to be split in half upon opening of the packaging. There was no patient involvement. No additional information is available.